Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d354trg implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that noise was observed on the atrial electrogram which was reproducible with arm maneuvers. The device had been replaced a few month earlier. A set screw issue was suspected. A revision procedure was planned. Both the device and lead remain in use. No patient complications have been reported as a result of this event.